Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Two devices were used during the procedure: 1222780-2024-00320.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed, during the procedure the needle failed the suction test. The doctor turned the machine off and back on, and after 5 failed attempts, the doctor shut down the system and replaced the needle. Initially suction test passed, and the foot pedal was pressed, the system sounded like it was suctioning but nothing was in the tubing, lidocaine was not flowing, and there was no suction. Multiple attempts to reconnect everything and nothing worked. 2 needles were used in an unsuccessful biopsy. The procedure was aborted and the patient was rescheduled for another biopsy procedure.